Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2352-50, serial: (B)(4), batch: 3014734/19243961/19470932.

Event description:
It was reported that patient underwent an explant procedure due to inadequate stimulation. All components were explanted and will not be returned.